Event description:
Pt had undergone generator replacement surgery in 2002 due to end of service. Reporter indicated that pt's new generator was then explanted after only 1.5 months of service. The reason for explant was unknown at the time of the initial report. Further follow-up revealed that the pt's new generator and original lead were explanted due to infection. Attempts to obtain additional info have been unsuccessful to date.